Event description:
Grasper (8360-10) broke off in the patient during surgery. Three metal pieces had to be removed from within the patient. Surgery was prolonged. The grasper portion of the product fell apart (jaws). Customer said it was too soon to determine if there is any patient injury. They are assuming they got everything. Additional information obtained from med watch (facility): grasper was being used to retract gallbladder when breakage occurred. A sweep surveillance plus abdominal x-rays were completed to ensure no retained pieces.

Manufacturer narrative:
One atraumatic d/a grasper was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The dual action housing has broken, causing the jaws and dual action pivots to come free. The broken area is angular in nature and shows no material voids. The jaws and pivots show no damage. The sheath is slightly bowed. The condition of the device is consistent with excessive forces being applied during use. Per the device IFU instructions: handle carefully during surgery and cleaning to avoid misusing the instrument. Misuse will usually result in damage or breakage. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time.